Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated during pvc (premature ventricular contraction) ablation procedure with a smart touch catheter; the patient experienced blood pressure decrease and cardiac tamponade treated with pericardiocentesis. During the right-sided pvc procedure, the patient developed a pericardial effusion with pressure drop and confirmed with ice (intracardiac echocardiography). A pericardiocentesis was performed in which an unknown amount of blood was removed from the pericardial space. The patient's last reported condition was stable. Bwi products use for the procedure were carto 3 system, ngen generator, smarttouch catheter, vizigo sheath, decanav catheter, and soundstar catheter.

Manufacturer narrative:
On 16-jul-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-aug-2025, the product investigation was completed. The report indicated during pvc (premature ventricular contraction) ablation procedure with a smart touch catheter, the patient experienced blood pressure decrease and cardiac tamponade treated with pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device lot number 31348020l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-jul-2025, bwi received additional information regarding the identity of the complaint device. It was determined that the device was a thermocool® smart touch® sf uni-directional navigation catheter, and the d section brand name, catalog number, lot number, primary UDI number, and expiration date were updated. The h4 manufacture date was updated as well. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).